Manufacturer narrative:
Concomitant product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
On (B)(6) 2016 initial reporter: a consumer reported the implantable neurostimulator (ins) system was taken out due to infection. Relevant medical history includes spinal pain.